Event description:
During preparation while the guidewire was being removed from the carrier tube it was noted that the device was broken in two pieces at its distal end. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was broken and two pieces were returned: the proximal piece was measured 70.3cm in length and the distal piece was 110.4cm in length. Magnified examination of the fracture site showed the hypotube and inner core wire were fractured. Examination of the fracture site showed evidence to suggest the subject device was bent first, and then separated. It was determined that the fracture site was from a bending overload. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues.

Event description:
During preparation while the guidewire was being removed from the carrier tube, it was noted that the device was broken in two pieces at its distal end. There was no patient involvement.